Event description:
Hcp reported pt's pump experienced early battery depletion. The pump was explanted and replaced in 2004. The pump was then returned to the MFR for analysis. The pt is reported to be doing fine.